Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date, evaluation codes. Investigation summary the received cranial-screw plusdrive ø1.6 self-drill l4 has various deformations and marks on the screw head and the recess. The self-cutting tip is strongly bent. Target dimension of head diameter 2.9 +0.05 / -0.10 mm. Actual dimension of head diameter 2.89 mm / pass. Conclusion: the investigation shows that the screw is in used condition as the screw head has marks and wear from use. The tip of the screw was bent during a mechanical overloading situation while use. The complaint therefore is confirmed for deformed and bent. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. The root cause of this event is determined to be mechanical overloading while use. The low profile neuro instructions for use contains the following warning note: ¿be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws were not used on the patient, as prior to insertion, it was found that the screws were faulty. It was unknown if there was a patient involvement. There was no reported delay of any case due to the product quality issue. There was no patient consequence.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: synthes sales representative. The investigation could not be completed; no conclusion could be drawn, without a lot number the device history records review could not be completed. Product was not returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, two synthes low profile cranial screws plus drive self-drilling were faulty. One had a dented tip that could not be used and the other had a faulty screw head that could not be picked up by the screwdriver. It was unknown when the issue occurred and if there was a patient involvement. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) ti low profile neuro screw self-drilling 4mm. This complaint involves two (2) device. This report is 1 of 2 for (B)(4).